Event description:
Reference number (B)(4). Event occurred in the united states, it was reported by the patient that 2 infusion sets cannula were kinked on (B)(6) 2024 and (B)(6) 2024 within 3 hours of insertion. The site inserted was love handles. Customer replaced infusion set and resumed insulin deliveries successfully company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).